Manufacturer narrative:
A ge service representative performed an onsite investigation. A filament calibration was performed. The system was then found to be operating as intended.

Event description:
The customer reported and overload fault error message and the system shut down. There is no report of patient injury.